Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an endovascular iliac aneurysm repair the device was advanced through the sheath and became trapped inside the sheath.

Event description:
N/a.

Manufacturer narrative:
Analysis: a review of the complaint details has been conducted. The details indicate that the stent was unable to be advanced through a 7fr cook introducer sheath. An analysis of the returned product was conducted. The contents of the return contained the advanta v12 that was still lodged inside the 7fr cook introducer sheath. The shaft of the v12 had been damaged apparently from trying to advance the catheter through the introducer sheath. A review of the condition of the 7fr introducer sheath was conducted. There was a noticeable deformation spot on the sheath at the transition of materials at the distal end of the sheath. To access the amount of damage to the catheter shaft an 0.035 guidewire was advanced through the catheter guidewire lumen. The wire was able to be passed through the length of the catheter. The catheter was then removed from the 7fr cook introducer sheath. Upon removal of the catheter it was noted that the v12 covered stent was still in its original crimped position between the two gold radiopaque marker bands. The stent had a significant bend to it after being removed from the sheath. The 7fr introducer sheath was then flushed with water to remove any coagulated blood. The advanta v12 covered stent delivery system was then advanced through the entire length of the cook introducer sheath. There was some difficulty getting past the deformed spot on the introducer sheath but the v12 covered stent was able to be passed through the sheath. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). ¿ stent retention testing. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question.